Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes . Chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient had put a new pod on the evening of (B)(6) 2019 . The patient woke up on the morning of (B)(6) 2019 and her blood sugars were high. She gave herself what she thought was 7.2 u and then went to work. At around 9:30 am or 10:00 am the patient started feeling very tired so she tried to move around but that did not help. She was also experiencing dry mouth at this time. At noon she gave herself 2 u to cover a meal but was unable to finish her meal. Her blood sugar was at 400 mg/dl and had not gone down even after the bolus' and drinking a lot of water. She stated she had given herself two bolus' of 10 u each and she claimed if the pod had been working correctly she would have been fine. She went to the ER at 12:30 pm and her blood sugar was at 561 mg/dl and she was vomiting. At the ER they gave her some saline and an IV (unknown), they gave her novalog insulin, they tested her urine but she does not know what they tested it for, the hospital checked her blood sugar a couple of times and they monitored her vitals. The doctor told her to remove the pod and told her to follow up with her hcp before applying another one. No diagnosis was given but she stated that she was heading into diabetic ketoacidosis. She did have large ketones (80) which has never happened to her before. She was released to go home at 5:30 pm that evening. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an alarm, indicating that the device reached the 80 hour expiry time. The device functioned properly and alerted the user of the expiration. Inspection of the device found no defects or deficiencies that would result in a failure of the device to deliver insulin.